Event description:
It was reported by the company representative that the programmer would not communicate with implanted device. It was also reported that if the programmer was turned off and then powered on again the device would be recognized. The representative will run the service diskette and if that does not help then will return the programmer for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.